Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 18-jun-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawers were displayed offline. A technical support specialist observed that the cabinet adapter was not populating, and the cabinet was powered on, indicating a possible comm sled failure. A field service engineer (fse) opened the top and back of the device, showing all the board lights correctly lit. After contacting cubex phone support and troubleshooting the cable connections, it was discovered that the usb cable had been connected to the ethernet port on the all-in-one monitor. The fse corrected the connection, and all drawers were recognized. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medbank tower, the cabinet was not connecting. The customer stated that this malfunction caused a delay of 30 hours in dispensing the medications to the patient. However, there were no adverse events or injuries reported due to this event.